Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as multiple hardware. The fse observed that the reference solution was not being pulled consistently by reference valve, and there were bubbles in the lines. The fse replaced the electrode block, ise tubing, ise roller pump tubing, sample syringe, line 5 and line 6, o-ring, reference valve and both buffer valves which resolved the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high patient results for ion selective electrode (ise), including sodium (na), potassium (k), chloride (cl), on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.